Event description:
It was reported that four days after the patient was seen in clinic, the pulse generator reached elective replacement indicator earlier than expected due to high battery impedance. The pulse generator was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware verison 8 installed on (B)(6) 2011.